Manufacturer narrative:
This submission was previously made under: 3011277972-2025-00057 on may 1, 2025 with a typographical error of 3011277972-2025-00027, causing the submission to fail due to a duplicate report number. From a microscopic analysis of the implant, it showed a crescent shaped puncture of 4.07 mm. The shape and size of the puncture suggests needle damage. The investigation revealed a tiny puncture in the outer lumen of the left implant.

Event description:
Suspected right implant deflation.